Event description:
Customer reported unexpected negative reactions when testing cell I and cell ii of panoscreen ii with anti-fyb blood grouping reagent, lot 613007. Cell I is homozygous fyb and cell ii is heterozygous fyb.

Manufacturer narrative:
Hemmagglutination testing was performed on retention panoscreen I and ii with retention anti-fyb, lot 613007 at 37 degree celsius and iat phase. The following results were observed: panoscreen I- negative at 37 degree celsius and 2+ at iat; panoscreen ii- negative at 37 degree celsius and 3+ at iat; cell 1 of panocell-20- negative at both phases. Retentions resulted as expected. Our post-release analysis of this lot demonstrates weaker reactivity than previous lots of anti-fyb with some examples of red blood cells. The lot continues to meet FDA potency requirements and demonstrates acceptable results when tested according to the package insert. However, due to the weaker reactivity this lot has demonstrated with some red blood cells examples, immucor has decided to withdraw the lot from the market. (B)(4).